Manufacturer narrative:
G4: 23jul2020, b4: 23jul2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02jul2020 b4: (B)(6)2020 h11: h6: patient code: it was clarified that there was no patient involvement or user harm reported with this event. The device was not being used for treatment when the reported event occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
The customer reported a ventilator in which the keypad was not functioning. The manufacturer's field service engineer confirmed the reported problem. This event was reported to have occurred during patient use. There was no allegation of harm associated with this event. The manufacturer's field service engineer replaced the power status overlay to address and correct this reported event.